Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported their inner stimulator flipped and it pulled and felt like they were always being shocked. It had become very uncomfortable. They wanted it explanted, but need to find a doctor to do it. Physician listings were sent. No further complications were reported or anticipated.